Event description:
It was reported that a cadd®cadd-legacy® duodopa pump administered an extra dose of levodopa/carbidopa. The patient was reported to accidentally push the dose button after it unintentionally came to the side of the wheel chair. There were no noted adverse effects.